Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed, require maintenance so remove the latch column to verify corrosion on the micro switch latch sensors. A field service engineer successfully clean the corrosion and applied grease has directed by the knowledge article to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer malfunctioned. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.